Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After implant while leaving the unit, the patient experienced dyspnea and returned the unit. X-ray imaging was performed which revealed pneumothorax and an atrial lead dislodgment. It was unknown if the atrial lead caused or contributed to the pneumothorax. Drainage was required and the atrial lead was repositioned, however, that patient continued to experience dyspnea. X-ray imaging revealed a small pneumothorax was still present. The patient was hospitalized and treated with oxygen.